Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: two of our emergency laboratories have informed us that a few days ago they have detected that in the serum tubes (we use bd), after centrifugation, there are traces of fibrin on the sides, and also "coinciding" with the fact that they have had to change several times the sample pipettes of the analyzers due to aspiration errors. It happens in two different emergency laboratories that do not share samples and have not changed centrifugation conditions.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Initial reporter phone: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: two of our emergency laboratories have informed us that a few days ago they have detected that in the serum tubes (we use bd), after centrifugation, there are traces of fibrin on the sides, and also "coinciding" with the fact that they have had to change several times the sample pipettes of the analyzers due to aspiration errors. It happens in two different emergency laboratories that do not share samples and have not changed centrifugation conditions.